Event description:
It is reported that the device was implanted in 2007, and was explanted in 2008 due to the patient continuing to dislocate his hip.

Manufacturer narrative:
Evaluation summary: the trilogy longevity xlpe liner and versys femoral head were revised due to alleged dislocation. Product and x-rays were not returned for evaluation. The orientation of the shell, direction of dislocation, or how the liner was seated in the shell could not be determined since surgical notes were not provided. Most likely, a fall or trauma horizontally loaded the versys which caused dislocation. However, the exact cause of the alleged event could not be determined with certainty. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.